Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the filter was clogged and returned one used sample of material 20129e, lot 23099411. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1 ml/hr for 24 hrs. No observation on occlusion was observed. The customer complaint was unable to be replicated. The root cause is unknown without an observed failure. Device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.3: if a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the following verbatim: item description: tube IV ext w/ filter 1.2 mi. Mfg# 20129e. Lot# (10) 23099411. Qty: (B)(4). Description of problem: filter clogged with lipids.